Event description:
It was reported that the patient has been experiencing increase in seizure and has been hospitalized over 100 times in the past year. The hospitalizations were not indicated to be due to seizures. Patient has been referred for battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the suspected device was replaced due to battery depletion. The explanted device has been discarded. No other relevant information has been received to date.

Event description:
It was later reported by the physician that the increase in seizure was due to external factor (not related to vns). The increase in seizure was at pre-vns baseline levels. System diagnostics was also provided. No other relevant information has been received to date.